Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. Additional observation(s) not reported by site: the instrument was found to have a broken main tube at the distal tip. A piece measuring proximately 5.68mm x 6.79mm was not returned with the instrument components adjacent to this broken main tube do not show damage. The instrument was found to have a detached fragment at the main tube. A piece measuring proximately 5.68mm x 6.79mm was not returned with the instrument. Common causes of the failure mode dislodged instrument proximal clevis are typically attributed to the user. Dislodged from mishandling/misuse may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accidental drops of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break. Common causes for failure mode instrument other component detached fragment are typically attributed to use conditions.

Event description:
Refer to h11 for follow-up information.